Event description:
The patient reportedly experienced intermittencies, followed by loss of lock. External equipment was exchanged, however, the issue was not resolved. Testing revealed the device is non-functioning. Revision surgery is scheduled.